Event description:
Narrative from staff: while attempting to size a knee, a zimmer screwdriver from a loaner fusion instrument set broke off at the tip while the fusion instrument was in the knee. The fusion was removed, and the tip of the broken screwdriver was removed. No additional parts came off or were broken. Fusion instrument was not damaged. Instrument and tip were collected in a biohazard bag and charge rn was notified of the incident.